Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that patient was needing a magnetic resonance imaging (MRI). The patient had an MRI at her facility on (B)(6) 2019. The pump had been turned off since (B)(6). The patient fell on (B)(6) 2019 and at some point around that time "they" decided to turn the pump off. The hcp was not sure if the fall and the overdose were related to one another. Patient said the pump was turned off because she had overdosed. The hcp could not confirm what drug was in the pump. Patient had overdosed on dilaudid. No further complications were reported.